Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, a diagram of a sample pointing to a connector was provided for evaluation. A photograph of the actual sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted which found a defective set during pressure testing related to this reported condition during the manufacture of this lot; the set was segregated and discarded. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets leaked at the y-site (clearlink). The leak was out of the first luer lock (clearlink) closest to where the bag would be spiked. This was observed while hanging a bag of fluid; however, patient involvement was not specified. It was further specified there was a disconnection of connectable components. There was no report of patient injury or medical intervention associated with this event. No additional information is available.